Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is possible the water filter was clogged. The cause of the clogged water filter was not established, however, it is probable the quality of the water used contributed to the clogged water filter. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flow of the water supply in the endoscope reprocessor's basin was weaker than before, showing 31 minutes per cycle. This was found during reprocessing, and there was no report of patient harm.

Manufacturer narrative:
The device was not returned to olympus, and is not expected to be returned for evaluation of the reported issue. In speaking with an olympus representative (rep), it was found that the maj-824 (water filter) was changed on the day of the report. It was reportedly very dirty and was priorly changed about two months ago. The rep suspected that the customer had two units connected to the same water prefiltration system. The customer confirmed that was not the case, but when they ran a cycle on the oer-elite, the gauges fluctuated on the oer-pro. The customer stated that they followed all steps in the IFU on page 199 titled: draining air in the water filter housing. It was also noted that no leaks were observed. The customer followed section 7.3, "disinfecting the water supply piping" on page 202 and followed all of the instructions in the IFU. Before the rep could run a rinse cycle to test the psi on the gauges on the ext. Prefiltration system, the customer had to leave. The rep called the customer back and left a message stating the following: the oer-pro time/code# showing oer-pro lcd meant nothing on the unit. The number will go up and sometimes down because the oer unit recalculates every time a cycle is ran. It does not take a lot for the number to fluctuate. So if there is no e code displaying on the unit, then there is nothing wrong with it. Therefore it does not need to be returned for repair. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.